Manufacturer narrative:
No samples or photos available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue and define a probable root cause at this time. Retained samples were analyzed and no issues related to the complaint were identified. Production batch history records for applicator pn 260407i lot number 0150729 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
It was reported the patient had an allergy while using chloraprep.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by mhrauk. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: 260407i, batch no.: 0150729. It was reported the patient had an allergy while using chloraprep. Reaction / event as reported by the primary source in native language: allergy.